Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have a broken grip at the grip base. The broken piece was returned and was still attached to the instrument by the conductor wire at the distal end. No material appears to be missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable/wire on the tip of the force bipolar instrument broke. The procedure was completed as planned with no reported injury. On 28-jan-2021, intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient. Patient information was not provided.